Manufacturer narrative:
Voluntary medwatch report received: mw5159819.

Event description:
A voluntary medwatch report states that the pacemaker was explanted due to recurrent reset fault mode. There were no patient consequences.